Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast reconstruction with two 425cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including breast pain, neck and back pain, migraines, bigeminy pvc heart palpitations, joint pains, steady health decline, issues with heart, breathing, gall bladder, arthritis, vision, and hearing. In addition, the patient also experienced high blood pressure, tinnitus, eye sight diminishing, shortness of breath, anxiety, and depression. Since implantation, the patient reportedly started several medications and have undergone multiple tests (ekgs, heart catheterization test, stress testing, nuclear stress test, gall bladder ultrasound, and CT scan). The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral implant explantation, without replacements, on (B)(6) 2021. The ruptured left implant was observed to have yellow silicone post-implantation.this medwatch form is for the right breast prosthesis.